Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 479 mg/dl. The customer stated that when he woke up that day, the display was blank. The customer also reported low battery life. Troubleshooting was performed, and the display returned. Advised the customer to purchase the recommended batteries. Nothing further was reported.